Event description:
Continual problem of the plastic luer lock ports on both the three station high pressure stopcock manifold and the five station as well. The proximal port seems to be involved more than the others but the distal has failed as well. The port either has visible stress cracks and will sometimes break off when trying to remove the plastic cap. The failure of these devices has resulted in leakage of medication both in the ICU and surgical units. To this date there have not been any adverse pt outcomes associated but most likely would have if not for the diligence of the staff in the two previously mentioned units. Medications that have been running at the time of the failures have been noted to be IV dopamine and IV nitroglycerine; but there have been others as well.